Manufacturer narrative:
The ado was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because medical records and images were not provided. The cause of the patient's embolization remains unknown.

Event description:
According to the initial information received, the 5/4mm amplatzer duct occluder (ado) seemed firmly in place but embolized shortly after its release. An attempt to snare it was unsuccessful. The patient was sent to surgery where the pda was fixed and the ado was removed successfully from the aorta.